Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4). The device was not returned to mentor.

Event description:
This complaint is from a literature source. It was reported that 23 cases of breast implant associated anaplastic large cell lymphoma were diagnosed in 15 regional centers throughout the (B)(6) between 2012 and 2016. Among them, one patient had stage I disease and presented with a recurrent, large volume effusion. Patient was implanted with mentor becker implant in 2005, inamed st410 in 2006, and inamed in 2007. The indications for implant insertion was bilateral mx and contralateral radiotherapy. Patient presented misshapen breast and swelling in 2016. Patient had bilateral capsulectomy and bilateral implant removal. Title: ¿breast implant associated anaplastic large cell lymphoma: the (B)(6) experience. Recommendations on its management and implications for informed consent.¿